Event description:
It was reported that the user experienced a hypoglycemic episode, reaching 57 mg/dl. Review of device reports indicated the user did not announce meals that day, which led to a rapid rise in glucose and subsequent overcorrection. Symptoms included shakiness, sweating, and dizziness consistent with hypoglycemia. Outcomes included self-administration of glucagon without hospitalization. Investigation included review of device data and user activity related to meal announcements and dosing behavior, with troubleshooting and education provided on meal announcement use. Investigation of this case revealed user-related missed meal announcement contributed to glucose variability and hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to missed meal announcement caused the event.